Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that the pt had hemolysis prior to exp.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report was received from the intermacs registry.